Manufacturer narrative:
Lot review: a review of lot# 3328008 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents.

Event description:
Complaint received regarding one 034-ch-14b, report states: with a highly diluted solution of etoposide (80 mg in 500 ml of serum), the etoposide corroded the spike from inside and the cytostatic is leaking. It occurred in the preparation bottle, as well as in the administration phase, after three hours they notice that it was leaking from the interior of the spike. No adverse patient/clinician consequences reported.